Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced six infusion sets kinked cannula events which led to high blood glucose level and high ketones. Therefore, on (B)(6) 2024, the patient first went to the emergency room and was subsequently hospitalized in ICU due to high blood glucose level. Insertion site was abdomen. Infusion set was in use for less than 12 hours. The patient's highest blood glucose level was 500+ mg/dl. During hospitalization, the patient received intravenously (IV) and fluids of saline and insulin. Patient was release from hospital on (B)(6) 2024. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2025-00542- device 6 of 6.